Manufacturer narrative:
Review of the significant event log indicates a 35 v failure resulting in a backup alarm failure. The bench repair technician was unable to duplicate reported problem. No problems were observed during testing. The bench repair technician replaced the pm pcba to resolve the reported issue.

Manufacturer narrative:
The power management (pm) pcba was tested and no failures were identified.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the auxiliary alarm supply failed. No patient harm was reported.